Event description:
Boston scientific received information from a patient advocate that this patient received 9 shocks and presented to the emergency room. Upon investigation, the ER physician stated the patient's lead may be loose resulting in the issue. The patient was referred to her following cardiologist for a follow up. Additional information from a local field representative or the following cardiologist could not be obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.